Manufacturer narrative:
H3 other text : device not returned.

Event description:
It was reported that the device was missing a component during demo visit at user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.